Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Medical history includes a probable 8mm pseudoaneurysm in the inferior pole of the left kidney at a prior surgical access site and persistent recurrent bleeding from a left renal source. According to the patient¿s implant records, the filter was implanted for multiple clots. The optease ivc filter was advanced into the vena cava and deployed without difficulty. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter and perforation. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the inferior vena cava (ivc) filter and perforation. The medical records provided noted that at some point prior to filter implant, the patient underwent an angiography and a computerized tomography (CT) scan of the abdomen and pelvis. The review of the CT scan demonstrated a probable 8mm pseudoaneurysm in the inferior pole of the left kidney at the prior surgical access site. This lesion was not visualized during the angiography. It was noted that if the patient had persistent or recurrent bleeding which was felt to be from a left renal source, that consideration should be given to targeted embolization of the inferior pole of the kidney to treat as potential source of bleeding. According to the patient¿s implant records, the filter was implanted for multiple clots. The optease ivc filter was advanced into the vena cava and deployed without difficulty. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and seven months post implantation. The patient reports perforation of the filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside the vena cava.